Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of two access sites in the common femoral vein with prostyle devices via 7f sheath holes prior to an interventional ablation procedure. Reportedly, the sutures of one prostyle were pre-placed at each access site (center and peripheral). The sheath was upsized to an 8.5f sheath in the center and a 10f sheath in the peripheral site, and the ablation procedure was completed. Post procedure, the suture placed at each side was tightened. The following day, weak blood flow and edema were observed at the center access site using echo imaging. An angiogram was also performed, and an occlusion was confirmed. A surgical cut down was performed to treat the occlusion, and it was found that the suture had captured the venous valve. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a backwall stitch include, but not limited to, manufacturing, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The patient effect and treatment appears to be related to circumstances of the procedure. The reported patient effects occlusion and edema are listed in the perclose prostyle instructions for use (IFU) as a known patient effects as potential adverse events of use of the device. The provided media was reviewed. While the occluded vessel can be confirmed from the angiography, a probable cause cannot be determined by the provided media. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. B3 correction: date of event updated. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated.

Event description:
Subsequent to the initial filed report, additional information was received:the right common femoral vein was used for access. The edema and occlusion were observed 12 days post procedure. The surgery was performed 16 days post procedure. The patient was reportedly doing well post surgical intervention. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of occlusion and edema are listed in the perclose prostyle instructions for use as known potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a backwall stitch include, but not limited to, manufacturing, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial filed report, additional information was received. The patient was reportedly doing well post surgical intervention. No additional information was provided.